Event description:
After an implantation period of approximately 77 months it was reported that high pacing impedance was observed. Patient is scheduled for extraction procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin (into two segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, ring electrode and fixation helix were found covered in fibrotic growth. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.